Manufacturer narrative:
Corrected data: h6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -16.5/1.0/074 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The surgeon reports the patient experienced excessive vaulting; significant reduction of irido-corneal angles; angle closure with elevated intraocular pressure; headaches; shallow anterior chamber. On (B)(6) 2023 the lens was explanted. This resolved the problem. The cause of the event was reported as the device and a patient related factor and noted "patient has extreme floppy iris which is causing extreme bowing of iris tissue forwards leading to reduction of iridocorneal angle; left eye worse than right. Iop spikes present causing headache.

Manufacturer narrative:
Health effect clinical code: 4581 - angle closure; significant reduction of irido-corneal angle, shallow anterior chamber. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).